Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defective introducer needle is inconclusive due to poor sample condition. One introducer needle was returned for investigation within a plastic sheath. The safety mechanism was not advanced over the needle tip. Evidence of use was present within the needle. The safety mechanism was found to be bent out of shape which did not allow for the proper activation of the safety. Microscopic observation of the needle bevel revealed it to be severely damaged. Based on the description of the reported event and condition of the returned sample, it appears that the safety was manipulated and used. The condition of the sample prior to package opening is unknown; therefore, the complaint is inconclusive due to poor sample condition.

Event description:
It was reported that the physician found that the safety mechanism was already being set and the needle tip was being guarded at the time of opening the groshong catheter kit. Then the safety mechanism was unsetted with a pean, and then the introducer needle was used. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw2121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician found that the safety mechanism was already being set and the needle tip was being guarded at the time of opening the groshong catheter kit. Then the safety mechanism was unsettled with a pean, and then the introducer needle was used. There was no reported patient injury.